Event description:
An endeavor sprint rx drug eluting stent was implanted in the mid lad. Three months post the index procedure, the patient death was reported (cardiac). No further details provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
It is reported that the patient suffered a myocardial infarction (mi) same day as patient death. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported mi was possibly related to the study device. Cause of death provided as acute myocardial infarction (mi). The investigator indicated that the reported event was unlikely related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).